Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral holmium laser enucleation of the prostate (holep) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell inside the patient. It is unknown whether the device fragment was retrieved or if it remained inside the patient. However, the intended procedure was successfully completed with another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Additional information: lot #; device manufacture date. Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed the ceramic insulation at the distal end of the inner sheath is damaged. A large fragment is broken off. Furthermore, the remaining portion of the ceramic insulation shows signs of thermal damage and there are hairline cracks in combination with corrosion at the proximal end of the inner sheath. The cause of this damage and the breakage of the ceramic insulation is most likely thermal overload (laser irradiation) in combination with inadequate reprocessing. Therefore, this event/incident was attributed to use error. In addition, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use and reprocess the olympus medical devices.